Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that comfort curve test strips were labeled with an expiration date of "03/31/2010". The manufacturer's records show the actual expiration date to be 03/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was stated that the customer experiencing high blood glucose levels during a hospitalization for a surgery. Troubleshooting was performed, and found that a bolus delivery was missing from the bolus history. The customer stated that he delivered a 4.0 unit bolus prior to the event, but it was not in the bolus history. Ran a 1.0 unit bolus during the call, and it did record in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.